Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 40 mg/dl and they were treated with the food. Customer declined the troubleshooting for the low blood glucose. Customer was not using the auto mode for the low blood glucose. The insulin pump will not be returned for analysis.